Event description:
Latest follow-up received on 2/20/2002: since the last submission the following has been updated: analysis result received (see section h 10). Comment: the reporting physician stated that the pt controlled his dosage himself depending on the alcohol intake, and therefore the pt could have injected a higher dose of insulin my mistake. The physician stated that he suspected that the alcohol might have prolonged the event of hypoglycaemia and he did not find a relationship between the event and the novopen 1.5 likely. In addition investigation of the returned device revealed that the device is inoperable as a result of unintended use of the device.

Event description:
Felt malaise and lost consciousness - blood glucose 25 mg/dl[hypoglycaemic coma]. Case description: a physician reported that a pt with diabetes mellitus type ii was treated with novopen 1.5 and mixtard 30 and experienced hypoglycaemia in 2001. Pt felt hungry and ate some chocolate at 1:00 a.m. In 2001. At 7:00 a.m. Pt felt malaise and lost consciousness and was found by a helper who came to visit pt. The patient was hospitalized and at admission the blood glucose level was 25 mg/dl. The patient was hospitalized because of hypoglycaemia for 5 days and received treatment with 50% glucose (intravenous) and fluid retention. The patient was diagnosed with diabetes mellitus type ii in 1975, and the diabetes has been treated with insulin since 1989. At the time of the event the patient was treated with mixtard 30/70, 6 iu in the morning and 4 iu in the evening. According to the reporting physician the patient has a prior history with one event of severe hypoglycaemia and he also states that the patient drinks alcohol habitually. The patient has stated that on the day of the event, pt only drank one bottle of wine, however, when the helper found pt unconsciouss, there were three empty bottles around the pt. Furthermore, the physician reported that prior to the event the pt was hospitalized due to angina pectoris from november to december 2001. During this hospitalization the blood glucose levels were between 93 and 120 mg/dl and hba1c was 6.1%. In 2001, the day after the discharge prior to the event, pt injected 4 iu of mixtard in the evening and after the injection pt had a meal and a bottle of wine. Concomitant drugs: sodium rabeprazole, mosapride citrate, magnesium oxide, zopiclone, cetirizine hydrochloride and nitroglycerin. The device will be returned for investigation. Follow-up information received on january 2002: narrative updated with amount of alcohol. Physicians assessment corrected. Treatment added. Comment: the reporting physician stated that the patient controlled their dosage by themselves depending on the alcohol intake, and therefore the patient could have injected a higher dose of insulin by mistake. The physician stated that pt suspected that the alcohol might have prolonged the event of hypoglycaemia and he did not find a relationship between the event and the novopen 1.5 likely.